Event description:
Caller alleged discrepant inratio results in comparison to the lab results. Results as follows: date: (B)(6) 2012, inratio inr: 1.5, laboratory inr: 6.1. The time between testing was 1 hours. Reportedly, the first drop of blood was not used, meter was not in correct mode when finger stick performed and it took longer than 15 seconds to apply the sample. Therapeutic range 2.0-3.0 for pt. There was no reported adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
Investigation pending.